Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a phone call was received from the hospital asking for a review of the patient due to several electrodes showing status hi. Testing measurements show a progressive damage of the electrode array. According to the patient, he did not receive any impact at the implanted area. Testing showed 8 channels with status hi and 4 channels with status ok.